Event description:
The customer alleged that one of their employees received a splash of cidex into her eye. The customer had symptoms of eye burning intermittently throughout the day. The customer did not wear personal protective equipment (ppe). The customer sought medical intervention and an ointment was prescribed.

Manufacturer narrative:
Eye contact.